Event description:
During an embolization procedure for a larger wide neck (pcom) posterior communicating artery aneurysm without (sah) sub-arachnoid hemorrhaging, filling defects were seen to develop within the enterprise stent with progressive slow flow in the (ica) internal carotid artery. The slow flow was treated with 10mg of reopro that resulted in improved flow. The embolization procedure was assisted with an enterprise 4.5x28mm stent. After stent placement, gdc coils were utilized in the aneurysm cavity. The procedure was prolonged 150 minutes. After the procedure, the patient was noted in "normal" condition.

Manufacturer narrative:
The procedure was being conducted for an un-ruptured aneurysm that was being treated for the first time. The patient was pre-treated with plavix and aspirin for 4 days. The size for the aneurysm was 1.5cmx1cm and the neck was 8mm. The vessel size was 4mm proximal and distally. There was no difficulty accessing the vessel with the guidewire, microcatheter, or stent delivery system. The stent extended at least 5mm beyond either side of the aneurysm, and the stent was fully expanded after deployment and was not placed at an acute angle, since the vessel was not tortuous or calcified. After the sent was deployed, nine gdc coils were deployed in the aneurysm, and no coils were noted protruding into the parent artery. No cordis coils were deployed. During coil deployment, no issues were noted with the stent. During the procedure, 5000iu bolus of heparin was given. No act (activated clotting time) was checked after heparin administration or anytime after the bolus. No patient's labs were performed baseline or post procedure for coagulation factors. The thrombus was seen within the enterprise stent, prior to completion of the procedure while the patient was still in the lab. To treat the thrombus, 10 mg of reopro was given intra-arterially. No dissection was noted prior to thrombus formation. No angiogram was performed after the post procedure, but a mr angio was performed. After the procedure, the patient's condition was normal. Anti-platelet therapy, anticoagulation therapy was continued after the procedure that consisted of plavix, aspirin and reopro infusion (i.v) for next 12 hours. The patient date of birth was not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.